Event description:
The customer's parent reported via phone call that the insulin pump alarmed with a button error and was not working properly. Customer's blood glucose was 192 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.